Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: sep 12, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: the complaint lens and handpiece were received inside of a bag. Visual inspection under magnification revealed that the lens was received coated in viscoelastic (ovd) residue. The lens was cleaned and, scratches on the lens could be observed. Visual inspection under magnification revealed that the handpiece was received with the plunger rod fully advanced. Further inspection of the cartridge revealed that there was not viscoelastic residue dispersed throughout the entire length of the cartridge, suggesting that an inadequate amount of ovd may have contributed to the complaint issue. The handpiece lens module was opened to inspect for witness lines that would indicate plunger rod misalignment, none were identified. Inspection of the customer provided photo and video revealed that the lens was scratched upon implanting. The cartridge was tested by a subject matter expert (sme) and an additional evaluation was performed. The testing obtained satisfactory result during dye test, and confirms the cartridge has coating, and no gaps or uncoating condition was observed. Based on the stated above, the manufacturing process has controls to identify and discard units from production orders that do not conform to the critical quality attributes (cqas) established in procedures. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4, and a5: unknown; requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - clinical code: code 4581 is to capture incision enlarged. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after injecting the preloaded intraocular lens (iol) into the eye and after it unfolded (and an istent was placed), it was noticed that the iol had a large vertical line defect in it, described further as the lens being scratched/had a blemish on it. The scrub tech followed all usual and customary procedures prior to the surgeon injecting it. It was reported that healon endocoat and balanced salt solution (bss) with no additives were used. The average dwell time was less than 10 minutes and complete turns were used when advancing the lens. The surgeon did not recall feeling anything unusual while injecting it. The lens was fully inserted and then removed and replaced with another johnson and johnson iol (same model and diopter) in the same procedure. There was no patient injury. Incision enlargement and sutures were required. The patient outcome is good. No further information was provided.